Manufacturer narrative:
Corrected information: date of birth. Reported event: an event regarding corrosion involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: device was not returned however, provided explanted images shows black stain on stem trunnion and found broken due to lot of metallosis. Also blood stains on stem. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event of metallosis is confirmed on the basis of visual inspection however, the root cause could not be determined because insufficient medical information was provided. Provided explanted images shows black stain on stem trunnion and found broken. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Neck on our accolade tmzf stem was almost broken. A lot of metallosis. Joint was almost all black. Eto had to be done to remove stem. Arcos revision stem was used. Poly was swapped.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not available.

Event description:
Neck on our accolade tmzf stem was almost broken. A lot of metallosis. Joint was almost all black. Eto had to be done to remove stem. Arcos revision stem was used. Poly was swapped.